Manufacturer narrative:
A supplemental report will be submitted after completion of the investigation. Foreign country: facility name truncated due to character limitations. The facility name is (B)(6). (B)(4).

Event description:
A customer from (B)(6) alleged generating all target positives while testing with a cobas influenza a/b & rsv nucleic acid test for use on the cobas liat system (lot 00513z; cobas liat analyzer m1-e-10540). Upon retesting on a separate liat system (cobas liat analyzer m1-e-15581), the customer generated all target negative results. No harm or injury was indicated.

Manufacturer narrative:
Upon review of the data, the following could be identified for the alleged sample: ¿ run # 844 on analyzer m1-e-10540 tested on 9-december-2020 at 8:57 am generated triple target positive. The following cts were seen: o flua- 30.2 ; flub- 29.8; rsv- 29.9 ; ic- 30.2 ¿ run # 288 m1-e-15581 (retest) on (B)(6) 2020 at 9:42 am did not detect any of the targets and generated an ic CT of 31. A review of the curves for run # 844 showed evidence of some disturbance in the middle of the run that caused the fluorescence to jump up for all channels and the instrument called this as positive for all channels. A systems assessment on the alleged run #844 was requested and it was confirmed that this was in fact a false positive detection in all three channels. At the time, this appears to be a unique event. An analysis of the analyzer showed that the system background and baseline levels look fine. The customer can continue to use the analyzer. An investigation was performed on the reagent alleged, and no issues were identified. ------(B)(4).